Event description:
New information received notes that high capture thresholds were noted on the lead. The lead was capped and replaced on (B)(6) 2024. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with high defibrillation impedance noted on the patient's right ventricular lead. No intervention or adverse patient consequences were reported.